Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20 x 3.00 promus elite drug-eluting stent was selected for use. However, the shaft broke. The device was never introduced into the patient's body. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable.